Event description:
Iol was observed to have an "internal crack" in the device. Device, implanted in the right eye in 2002, was diagnosed in 2003 as "round bubble/opacification in iol". Visual acuity reported as 20/20, os at 2004 follow up visit. Prognosis stated as good and that patient complains of foggy vision.